Event description:
It was reported that the lite decompression snake arm wouldn't tighten when surgeon was attempting to tighten by turning lever. Consequently the surgeon had to change from the planned mis procedure to traditional microdiscectomy

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned instrument was inspected and the wing nut on the snake arm was found to be jamming without fully tightening. The instrument would not fully tighten because there was some debris on the threading of the tightening mechanism. After proper lubrication of the threading the functionality of the device was completely restored. There was no permanent deformation or dysfunction of the product found during inspection. Conclusion: the surgical technique clearly indicates, "note: the snake arm should be properly reset and lubricated between uses." The cause of the reported issue was most likely the lack of lubrication.

Event description:
It was reported that the lite decompression snake arm wouldn't tighten when surgeon was attempting to tighten by turning lever. Consequently the surgeon had to change from the planned mis procedure to traditional microdiscectomy.